Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and observed that the device would not power on. The customer was provided with a replacement device. It was observed that the charge pak (cp) flex cable at contact point, p201, had folded over and prevented the ability to charge the alonso pcb which resulted in the event.

Event description:
A customer had sent in their device for repair. Upon inspection by physio-control, it was observed that the device was showing all three icons (attention, charge-pak and service wrench) and would not power on. There was no patient use associated with the reported event.